Event description:
Medtronic received information that a patient underwent liver transplant and expired in the operating room. Shortly after reperfusion, the patient became hemodynamically unstable. Trans-esophageal echocardiogram (tee) showed clots in the right and left atria and the right ventricle. The patient's blood pressure dropped, pulmonary pressures increased, and acls was initiated but the patient was unable to be resuscitated. Additional information, including perfusion records from the case, has been requested. Product return is not expected.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. At this time there is no known allegation that the device caused or contributed to the patient's death. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).